Event description:
The poorly functioning lockout mechanism and valve release for pump was changed from a right cylinder 18x 3cm x 1.5cm to 4 cm. The pump did not work 100% of the time, and the lockout valve either stays open most of the time causing partial auto inflation or it does not open making it difficult to pump up and down. Patient was status-post 10 weeks from original implant day.